Event description:
Customer's spouse reported via phone, the customer has been experiencing high blood glucose lately, 475 mg/dl. Customer was also hospitalized for blood glucose of 575 mg/dl. Customer had an infection in his too that had ulcer which then developed into(B)(6). Customer also had a heart failure, was on a heart transplant list, and high blood glucose. Customer was confused and erratic. Customer's spouse stated the customer had issues with high blood glucose for a year and the insulin pump was helping. Customer requested the device to be replaced and states she wasn't sure why her husband changes it often. Customer was also hospitalized during the time of the call. Customer spouse will call back to provide details and perform troubleshooting. The device is not being returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.